Event description:
It was reported that an ilet pump¿s display screen was cracked and became unresponsive during training, and a replacement device was arranged with instructions to shut down the device, return it with a provided shipping label, and complete standard startup on the replacement; blood glucose was unaffected and the patient was advised to continue cgm use via dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included remote troubleshooting, verification of shipping and return logistics, and replacement facilitation. Investigation of this case revealed physical damage to the display assembly resulting in loss of interface function, consistent with external damage to the device housing and screen. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage, unrelated to device manufacturing or design.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.